Event description:
This is voluntary notice. No patient harm. On 3/26/2024 carioquip reported the following regarding findings during preventive maintenance of three cardiopulmonary bypass temperature controllers: upon inspection of internal components, our technician has identified potential contamination with the following units: sn (serial numbers) (B)(6), and (B)(6) (chemical). Our director of epidemiology has reviewed the images and reports taken by our field service technician. Based on what we can see, cardioquip recommends performing a quarterly cleaning & disinfection according to the IFU (instructions for use). Potential contamination in your device may be reduced or eliminated by performing cleaning and disinfection procedures located on pg. 55 ¿ 59 of the mch-1000 operator/service manual. Cardioquip recommends using minncare¿ cold sterilant. After the cleaning and disinfection is complete, cardioquip also recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality. Cardioquip provides hpc test kits to facilities for (B)(6) per kit, and includes detailed instructions, all collection items required to obtain a sample, and testing. An hpc test kit quote is attached. The kit(s) will be shipped to you when we receive a hard copy of the po. Once the water samples are submitted via mail, test results generally arrive in 4-5 business days. If test results come back with an acceptable reading, no action is required and units may be returned to service. If test results come back with a reading greater than 100 cfu/ml, there are several options for remediation including internal water path replacement (iwpr) or cardioquip's trade-in program. A software update was performed for all mch-1000 units, updating units to version 020216. Was this device serviced by a third party servicer? Yes. Reference reports: mw5153827, mw5153828.